Event description:
It was reported that the patient experienced blisters following a pigmentation treatment using picosure.

Manufacturer narrative:
Blisters are an expected transient side effect. No medical intervention was reported. During a device evaluation, technician confirmed that the energy was low and greater than 20% outside of specification. The device history record confirms that the product passed and met all requirements before releasing. Technician repaired the device. Since the energy was confirmed to be outside of the specification, this event is an aro (accidental radiation occurrence) and therefore reportable.